Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Customer experienced an elevated blood glucose level. The continuous glucose monitor read "high"; however, a specific bg value was not provided. The customer required assistance addressing bg level with manual insulin injections.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.